Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7073329. Product family: dbs-ipg-r-MRI: upn: (B)(4), model: db-1200-s, serial: (B)(4), batch: 741696. Product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7071084. Product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7075492. Product family: dbs-lead fixation: upn: (B)(4), model: db-4600c, serial: n/a, batch: 25361200. Product family: dbs-lead fixation: upn: (B)(4), model: db-4600c, serial: n/a, batch: 25361200.

Event description:
It was reported that the patient's right lead was exposed. The patient underwent an explant procedure of the dbs system. It was reported that patient would be admitted into the hospital for a couple days.